Event description:
It was reported that during a coronary stenting treatment procedure, stent migration occurred. The 75% stenosed target lesion being treated was located in the tortuous and severely calcified distal left anterior descending (lad). The physician implanted a 2.5x16mm promus element stent at the proximal side of the target lesion. However, stent migration occurred. The procedure was successfully completed with the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coronary stenting treatment procedure, stent migration occurred. The 75% stenosed target lesion being treated was located in the tortuous and severely calcified distal left anterior descending (lad). The physician implanted a 2.5x16mm promus element stent at the proximal side of the target lesion. However, stent migration occurred. The procedure was successfully completed with the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent delivery system (sds) was returned to the complaint investigation site without the stent attached. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was found to have the stent impression on it, and pillowing, indicating that the stent was crimped in the correct location as per manufacturing process. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A hypotube kink was noted 270mm from the midshaft hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
Device is a combination product.(B)(4).